Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image temporarily loss was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. In addition, the following non-reportable malfunctions were found during the device evaluation; physical damage from handling and physical damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that image of their evis lucera elite bronchovideoscope would disappear when angle up is activated. Upon inspection and testing of the returned unit, it was discovered that the image would temporarily disappear. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the image would temporarily disappear. The customer's originally reported issue was therefore confirmed. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.